Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 8mm mega needle driver instrument had a frayed/snapped cable. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure and patient outcome are unknown.